Event description:
It was reported to philips that the system gave an alert indicating collimator position errors, preventing imaging. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.